Manufacturer narrative:
Concomitant medical product: product ID: dtmb1d4 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion caused by high left ventricular (lv) lead threshold measurements in bipolar configurations. The device was explanted and replaced, and the lead was partially removed and replaced. The lead tip remained in the venous anatomy near the pocket. No patient complications have been reported as a result of this event.